Manufacturer narrative:
(B) (4). This was a notification through the covidien legal department of an incident in (B) (6) of 2008. The generator is not expected to be returned. If the generator is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that there is an allegation that a (B) (6) male pt died on (B) (6) 2008 as a result of peritonitis resulting from a burn to his bowel during a laparoscopic cholecystectomy on (B) (6) 2008. The surgery was performed at (B) (6) medical center, using a covidien forcefxc generator and an encision j-hook electrode and encision aem (active electrode monitoring) system, non-covidien products.